Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma, capsular contracture baker grade IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade IV and rupture

Event description:
Patient reported " fluid accumulation around the breast implant." A diagnostic report of grade IV fibrous capsule (capsule). Deformed breasts and large asymmetry. Ultrasound a small amount of fluid near both implants, the heterogeneous content of both implants is also visible.the usg image suggests leakage of both implants. This relates to the right side. Device has been explanted.

Event description:
Patient reported " fluid accumulation around the breast implant." A diagnostic report of grade IV fibrous capsule (capsule). Deformed breasts and large asymmetry. Ultrasound a small amount of fluid near both implants, the heterogeneous content of both implants is also visible.the usg image suggests leakage of both implants. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.2, g.4, h.3, h.6. Device evaluation: analysis of the returned device identified: weight to the spec, yellow particles in the shell, creases fold and deformation device. Voids in the gel observed after autoclave cycle. Observed the deformation that was confirmed in the standard analysis, it was not assessed as a workmanship because the device was implanted. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.